Event description:
Customer reported the paramedics came to his home due to low blood glucose. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.